Event description:
It was reported on (B)(6) 2026 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve could not be positioned coaxially after multiple re-captures. The device continuously migrated to the left ventricle at 80% deployment. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The second valve also could not be positioned coaxially after multiple re-captures. The valve was removed from the patient and replaced with a 26mm non-abbott valve. During the procedure the patient had low blood pressure. Anesthesia was used to treat the low blood pressure and returned to baseline. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of positioning issue was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. Based on available information and without the device or imaging to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve could not be positioned coaxially after multiple re-captures. The device continuously migrated to the left ventricle at 80% deployment. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The second valve also could not be positioned coaxially after multiple re-captures. The valve was removed from the patient and replaced with a 26mm non-abbott valve. During the procedure the patient had low blood pressure. Anesthesia was used to treat the low blood pressure and returned to baseline. The patient status was stable.